Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has passed away at home. The cause of death was hypertension heart disease and diabetes mellitus. The caller stated that the customer had complained about having the flu, on (B)(6) 2014. After not hearing from the customer for a few days, the customer's twin brother went to the customer's house and discovered the customer, deceased. The customer was wearing the insulin pump at the time of death. The customer's blood glucose at the time of death was unknown. The customer was using sensors and was wearing one at the time of death. The insulin pump serial number could not be confirmed at the time of the phone call because the device was in the coroner's possession and had not yet been returned to the family. No further information is available at this time.